Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? What was done to locate and retrieve the broken needle piece? Please provide the procedure name and date. In the event description is sounds like 1 device had an issue. However, according to the impacted product page, it says 1 sales unit was involved. How many products were involved? If more than 1, what was the issue with the other devices? How many devices will be returning? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. The needle broke and the suture was not swedged. Additional information was requested.